Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08655 inches. No over delivery anomaly noted during testing. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room due to hypoglycemia on (B)(6) 2021 with an unknown blood glucose level. The current sensor glucose level was 118 mg/dl. The related hypoglycemic symptoms the customer was experiencing was mental confusion, weakness, and fatigue. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was using auto mode feather at the time of the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of apr 30, 2021 found bolus deliveries of 0.1u at 12:01am, 0.1u at 12:06am, 0.1u at 12:11am, 0.025u at 12:16am, 0.025u at 12:31am, 0.05u at 12:36am, 0.05u at 12:41am, 0.075u at 12:46am, 0.05u at 12:51am, 0.1u at 12:56am, 0.1u at 1:01am, 0.1u at 1:06am, 0.1u at 1:11am, 0.1u at 1:16am, 0.025u at 2:01am, 0.075u at 3:01am, 0.025u at 4:06am, 0.05u at 5:01am, 0.025u at 6:06am, 0.1u at 7:01am, 0.125u at 8:01am, 0.1u at 9:01am, 0.1u at 10:01am, 0.1u at 11:01am, 0.1u at 12:01pm, 0.1u at 1:01pm, 0.1u at 2:01pm, 0.1u at 3:01pm, 0.1u at 4:01pm, 0.1u at 5:01pm, 0.1u at 6:01pm, 0.1u at 7:01pm, 0.1u at 8:01pm, 0.1u at 9:01pm, 0.1u at 10:01pm, 01u at 11:01pm, and 0.125u at 11:56pm. The test p-cap locks properly in place in the reservoir compartment noted. The pump was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h10 with this report.

Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6), 2022 retainer ring=black. On (B)(6), 2021 the insulin pump was returned due to customer allegation to pump over delivering and was hospitalized for low bgs. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2021 found bolus deliveries of 0.1u at 12:01am, 0.1u at 12:06am, 0.1u at 12:11am, 0.025u at 12:16am, 0.025u at 12:31am, 0.05u at 12:36am, 0.05u at 12:41am, 0.075u at 12:46am, 0.05u at 12:51am, 0.1u at 12:56am, 0.1u at 1:01am, 0.1u at 1:06am, 0.1u at 1:11am, 0.1u at 1:16am, 0.025u at 2:01am, 0.075u at 3:01am, 0.025u at 4:06am, 0.05u at 5:01am, 0.025u at 6:06am, 0.1u at 7:01am, 0.125u at 8:01am, 0.1u at 9:01am, 0.1u at 10:01am, 0.1u at 11:01am, 0.1u at 12:01pm, 0.1u at 1:01pm, 0.1u at 2:01pm, 0.1u at 3:01pm, 0.1u at 4:01pm, 0.1u at 5:01pm, 0.1u at 6:01pm, 0.1u at 7:01pm, 0.1u at 8:01pm, 0.1u at 9:01pm, 0.1u at 10:01pm, 01u at 11:01pm, and 0.125u at 11:56pm. The test p-cap locks properly in place in the reservoir compartment noted. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.